Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Customer stated, when the reel was introduced to place the sliding screw, we noticed that the reel didn't pass causing irregularities.